Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: device not returned; no analysis performed. Complaint not confirmed through physical evaluation. Device history record (DHR): DHR review confirmed the device met all specifications prior to release. No deviations or nonconformances identified. Labeling review: labeling reviewed and found to adequately describe end of service (eos) behavior, including loss of stimulation and requirement for device replacement. No deficiencies identified. Investigation conclusion: based on the available information and labeling review, the reported eos condition is consistent with expected device behavior due to battery depletion. This is a known and documented characteristic of the device.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was discarded per facility policy

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively.